Manufacturer narrative:
A ge rep evaluated the system and found a bad cell in the battery pack. The ge rep replaced the battery pack. System operates as intended.

Event description:
The customer reported, the system displayed a precharge voltage failure error on boot up. No pt injury was reported.